Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was treated with a simple-single ablation regimen. His pre-procedure diagnosis was low-grade dysplasia. There were no abnormal features seen during the self-sizing procedure. The patient was admitted to the emergency department that same night because of increasing upper abdominal/retrosternal pain and a fever. He had also experienced short consciousness loss during the day, treated conservatively. Physical examination did not show any abnormalities besides a fever (38.4 degrees celsius) and the blood examination revealed a leukocytosis, but a normal crp. The chest x-ray did not show any signs of subcutaneous or mediastinal emphysema. As such, there was no suspicion on an esophageal perforation. The patient was admitted to the hospital for observation for one day; blood cultures were taken, but no antibiotics were given. The pain decreased and the patient was discharged on (B)(6) . Paracetamol 1000mg was given three times. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.